Event description:
Reportable based on device analysis completed on 19-dec-2023. It was reported that stent damage occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified left cardiac crown. A 16 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, after presented to the patient's body, the stent was found to had burr. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
A4 weight: 63.5 kg. Device evaluated by MFR: promus premier ous mr 16 x 2.50mm stent delivery system (sds) was returned to the complaint investigation site (cis) for product analysis. Visual, tactile, microscopic and dimensional testing were performed on the device. Visual and microscopic examination identified the stent had damage and stretched at the distal section. Dimensional examination revealed that the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. A microscopic, visual and tactile examination of the hypotube found a break along the shaft, 19cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There were signs of movement with the stent no longer set between the proximal and distal markerbands. The stent damage noted it was stretched and pulled over the distal markerband. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.